Manufacturer narrative:
Date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Expiration date and manufacture date are unknown, invalid lot number provided by the customer investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that "the machine has not been working, and her condition is critical. Unable to breathe without the machine and has shortness of breath". Additional adverse patient effects are unknown.

Manufacturer narrative:
D3. Manufacturing plant address 1: (B)(6). D3. Manufacturing plant city: (B)(6). D3. Manufacturing plant state: (B)(6). D3. Zip code: (B)(6). D4. Serial #: (B)(6). D4. Primary UDI number: (B)(4). Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.